Event description:
The customer reported that the system displayed a battery error message.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep could not duplicate the error. He tested the battery voltage under load. The system is operating as intended.